Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in completing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and call back if any malfunction code appeared again.